Event description:
A physician reported that the edge part of the intraocular lens (iol) optic was found damaged after insertion. The surgeon completed the surgery with same lens. The lens remains implanted in patient's eye. There was no problem in visual function. Additional information received stated that there was no patient harm. There are four medical device reports associated with this report. This is 1 of 4.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Photo review: photo shows implanted iol. Near the gusset area is visible a crack at the optic edge. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complainant indicates the use of non company viscoelastic, which is not qualified to be used with the associated iol model. Based on our observation of the attached photo, a crack is visible on the optic edge. A definitive determination of damage cannot be made without the evaluation of the physical product. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. A crack can occur at the haptic/optic junction if the iol is placed incorrectly in the delivery device and/or if the correct dwell time is not adhered to as this can result in stress on the iol as it travels through the delivery device/cartridge resulting in a crack/fracture of the optic. The cartridge IFU instructs: the lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. It also instructs that prior to loading the iol, the cartridge must be used at operating room temperature of between 18°c and 23°c. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The iol IFU instructs: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. In addition to this, company foldable iols are qualified for use with a company qualified delivery system and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).